Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a stent damage occurred. The target lesion was located in distal right coronary artery. A 3.00 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The physician tried to deliver the device using a guide extension catheter but it was still unable to cross. When the device was removed, a part of the strut in the proximal part of the stent was found to be lifted. The procedure was completed with a different device. No patient complications nor adverse effects were reported.